Event description:
Customer reported that that inner cannula of the 6cfn trachoestomy tube is protruding past the outer cannula. Caller reported that she has experienced some bleeding during insertion due to this report. It was also noted that the inner canula appeared to be thin and sharp. There was no patient harm reported.

Manufacturer narrative:
The customer stated that she did not want to returne the sample for evaluation.